Event description:
The insert failed to engage the tibial baseplate after three tries. The surgeon confirmed that the baseplate was free of soft tissue, both on the anterior and posterior lips. A second insert was opened, and it engaged immediately. There was no adverse consequence for the pt or delay in surgery or anesthesia time.